Manufacturer narrative:
The customer had replaced a torn yellow stripe pinch tubing at normally closed pv66 that fixed the leak, and determined that no additional help was needed at this time from a bec field service engineer (fse). Per the operator's guide / IFU: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak of clear fluid dripping from under the coulter lh 500 hematology instrument while running controls. The volume of fluid was approximately 5 mls. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves during the event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated.